Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and replaced the power controller board. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit displays an error message, indicating there is an internal fault and the system may shut down. There was no reported patient involvement.